Event description:
It was reported by a customer complaint that the pt was treated by paramedics due an incident of low blood glucose. The reporter states that his blood glucose was measured at 35 mg/dl, he called the paramedics. The paramedics administered glucose. The pt was stabilized on scene and not transported. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.